Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4310163. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of lelliotta amnigena and escherichia coli when using the complaint batch. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (escherichia coli) was misidentified as pasteurella aerogenes. Confirmatory testing was performed using chromager. No health impact or consequence reported.